Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, a blank segment on the display was observed rendering the measurement values are unreadable. Damage around the battery compartment as well as other cosmetic damage on the case and pogo pins were observed. The lcd module was replaced and the unit functioned as designed.

Event description:
It was reported that the display is missing large segment of the display. Customer indicated that they cannot see the vital numbers. There is physical damage to the case near the battery component as well. No known impact or consequence to patient.